Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer while driving the chair doesn't go in a straight line. When pushing the joystick know forward the knob is very loose. MDR filed.